Event description:
It was reported that prior to a procedure, it was noted that the guidewire seemed to be defective. The problem was noted when the device was removed from its packaging. A second package was opened from the same lot, and the same problem occurred. The devices were not used for a procedure and did not come into contact with a pt. Same case as MFR report# 6000130-2003-00121